Manufacturer narrative:
The reported complaint of setscrew and lead insertion anomaly was confirmed. Analysis revealed medical adhesive (med-a) in the setscrew inset, which was limiting the wrench insertion depth and preventing the wrench from fully engaging the setscrew. The med-a contamination filled the setscrew inset and inside of the septum, as it was covering the top of the setscrew and connector block surfaces. Further analysis found the setscrew positioned down in the connector port where it was blocking full insertion of the lead into the connector. This is also related to the med-a contamination, as the med-a interfered with the operation of the setscrew and resulted in difficulty to retract the setscrew to allow full lead insertion. The device was found electrically normal with battery near bol level.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the physician was unable to tighten the set screw. A new pacemaker was used to complete the procedure and the patient was in stable condition.